Event description:
(B)(6) - the customer reported that the 9780 shower chair is cracked in the middle underneath the seat, and the legs were sliding outwards, and she had fallen off the chair twice. However, no injury was reported or medical attention was sought.